Manufacturer narrative:
Submit date: 10/04/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports that the pump appeared to be obviously short delivering. The customer stated they recorded the feed errors to be in the range of 20%. All settings were regularly completely lost from the pump when it was powered off and the pump regularly gave a low battery power warning when initially switched on.

Manufacturer narrative:
Submit date: 02/28/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of, the unit is under delivering. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.